Event description:
A (B)(6) male patient contacted zoll customer support to report that the device was constantly prompting to check the electrodes. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant check electrode alerts) has been confirmed. Upon evaluation, the orange lead 2-wire and the green belt discharge wire were open between ECG electrodes c and d in the cable connecting the distribution node (dn) to the ECG electrode c and d complex. The cause of the check electrode alerts is the open wires. The root cause of the open wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wires. The patient received a replacement electrode belt.